Manufacturer narrative:
H3, h6: the navio handpiece part number 110137, sn: (B)(6) intended for treatment was returned for evaluation. The reported problem was confirmed visually. The snaplock nut is detached. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to broken/damaged parts. The snap lock nut is detached from the snap lock. No additional functional non-conformances were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical failure of the snaplock nut. A corrective action has been opened for this issue.

Event description:
It was reported that while checking the navio and instruments during a navio cadaveric lab, they put the handpiece through multiple handpiece tests, and the best torque was 58. It also did not home correctly. They also noticed inside the handpiece that there was physical damage to the rubber bumpers next to the gears (snaplock nut). It was swapped for its backup to proceed without delays. No patient was involved. No other complications were reported.